Event description:
Customer reported she was doing an infusion set change and insulin was squirting out during the manual prime process. Customer's blood glucose was 169 mg/dl. Most troubleshooting could not be done because customer could not exit the fill tubing screen. The drive support cap is sticking out. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with missing back address serial number label and end cap sticker. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched lcd window.